Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient went to the emergency room with pin and discharge coming out from incision and was treated with antibiotic. Moreover. The patient visited back to laboratory with redness and swelling at the device pocket site. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.